Event description:
It has been reported that a clinical study patient had to be put under anesthesia for a non-invasive knee manipulation due to arthrofibrosis and restricted range of motion.

Manufacturer narrative:
Evaluation summary: minimal calcification is detected in the free margin of leaflet 2. Moderate host tissue overgrowth is detected onto leaflet 1 onto the outflow aspect. Host tissue overgrowth is moderate to heavy at the stent inflow and the stent outflow. The x-ray demonstrates minimal calcification. Additional manufacturer narrative: requests for operative report was e-mailed to sales representative on 04/06/10, requests for additional information were faxed to surgeon's office on 04/15/10 and 04/22/10 to no response.

Event description:
It was reported that a 2800 of unknown size was explanted after an unknown implant duration due to root was aneurismal. Device is available and will be returned by the sales representative. No additional information was provided. Please note that a 2800, 19mm was chosen as a product ID until device size is known.

Manufacturer narrative:
Aneurismal root. Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process.